Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05115, 0001822565 - 2018 - 05119. Product is in process of being returned.

Event description:
It was reported that the two shims were found in the consignment tray with missing ball bearings.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was determined to be associated with the design of the device and was subsequently redesigned if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.